Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh tib rot como xs-xl; cat#64812100; lot#080358a. Mrhk femoral bushing; cat#64812110; lot#lga459. Mrhk femoral bushing; cat#64812110; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Postoperative diagnosis: the patient had history of right total knee replacement. Patient underwent a right revision total knee arthroplasty as second stage reimplantation for a periprosthetic joint infection (B)(6) 2018. Patient underwent right revision knee arthroplasty, irrigation and debridement and complex wound closure with all mobile rotating components exchanged (B)(6) 2018.